Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was involved in a car accident on (B)(6) 2012, in which she was left unconscious. Post accident the pt reported increased back pain and reduction in hearing acuity. Pt had decreased understanding and distortion immediately following re-attachment of her processor in the hospital. Tinnitus has also increased drastically. X-ray was performed and noted no abnormalities in device position. All external equipment was checked by the audiologist and med-el and found to be in working order, however, all external equipment was exchanged. Speech testing noted reduction in scores. Testing was unremarkable and no significant change was noted since date of initial implantation. The pt has a sharp pain with slight pressure to the coil. Further information received on (B)(6) 2012, the pt reports intermittently wearing her audio processor because she is experiencing uncomfortable electrical sensations. The clinical team has decided that the best option for the pt is to explant and re-implant.